Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Reprogramming has been performed to resolve the event. The patient was stable with no consequences.